Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that after priming the pump and filling the cannula, the pump¿s display screen did not indicate that the steps had been completed. The reporter denied any alarms or loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on normally. A rewind, load cartridge, prime and fill cannula sequence were successfully completed. The pump was exercised for 24hrs with no alarms; at conclusion of 24hr test the rewind, load cartridge, prime and fill cannula boxes on the ezprime screen remained filled. A loss of prime warning was reproduced for testing purposes; pump gave the appropriate sound and displayed the correct message on the screen. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.